Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse performed a system verification and performed a quad calibration. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was experiencing an issue with guided tool change. The customer stated that the visual of the entry to the instrument on screen was significantly different from what was expected for the tool. The technical support engineer reviewed the logs but found no related issue. The procedure was completing a planned with no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this occurred on all cases. All of our surgeons were experiencing the issues. There was no harm or injury to the patient due to the guided tool change issue. There was no delay in the procedure.